Event description:
It was reported that during the implant procedure, the delivery catheter broke in half during slitting. The physician was able to re-engage the slitter by stripping the catheter with scissors. The catheter was successfully removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter was damaged and the catheter shaft was bent. Visual analysis found that the catheter was damaged during use. A universal slitter was returned with the catheter. Although testing of slitter blade sharpness is not part of the analysis procedure, visual examination of the returned slitter blade indicates nicks and unevenness on the blade which likely contributed to the break in the catheter. It is not indicated in the event if this was a new slitter. Spiral slitting does not appear to be a factor in this instance. The catheter was returned kinked and with severe damage on the distal segment. (B)(4).